Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with three m71.1 pressure leak alarm occurrences during fill 3 of 3 of treatment. The patient was connected during the incident, and the cycler had not been re-setup with new supplies. The patient stated some fluid squirted from their catheter when they were disconnecting from their patient line. After the cycler re-boot, the patient verified the cycler was able to reach step 1 of setup. Additional information was requested but was not received to date. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".